Event description:
The technician alleged the brake casters would not hold. No injury reported.

Manufacturer narrative:
The technician replaced the brake caster bushings, bearings and brake caster stiffener plate to resolve the issue.